Event description:
A customer reported that the pump battery depletes too quickly. There was no adverse impact to the customer's blood glucose level. The customer chose to discontinue troubleshooting and will monitor the battery issue to provide specific dates if the problem recurs, with no further action needed from technical support.